Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products (by ceramtec) confirmed the reported event: however the products were sent to ceramtec, evaluated and confirmed the reported event. Review of the provided f x-rays by (B)(6), noted the cup placement appeared to be slightly vertical. The investigation concluded the acetabular cup placement appears to be slightly vertical: however, this observation must be clarified with a comment regarding a lack of visible landmarks in the film. It is difficult to appreciate many of the details regarding implant placement. A vertical cup position leading to edge loading and recurring subluxation probably caused the noise phenomenon. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Revision due to squeaking. Revised 30 aug 2011 to a 32mm poly liner and 32mm revision ceramic ts head. Components will be returned and currently being decontaminated. Left hip. Date of primary: (B)(6) 2009. Date of revision: (B)(6) 2011. Update from australia surgeon commented that the cup position was very steep and has probably contributed to the incidence of squeak heard here.